Manufacturer narrative:
Concomitant medical product: 4092-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after a fall/syncope. A significant number of atrial tachycardia (at)/atrial fibrillation (af) episodes were noted. The right atrial (ra) lead exhibited intermittent atrial oversensing of noise and the atrial lead position check was found to have failed several months earlier. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the implantable pulse generator (ipg) exhibited noise. It was also noted that both the right atrial (ra) and right ventricular (rv) leads exhibited noise and short v-v intervals. The device and leads were reprogrammed and remain in use.